Event description:
It was reported that a patient presented with high capture thresholds and low sensing. Upon performing fluoroscopy, the right ventricular lead was noted to have dislodged. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.